Event description:
Customer reported that she had high blood glucose of 489 mg/dl and the insulin pump was not working correctly. Customer stated that her insulin pump was squirting the insulin out and alarming during the priming process. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unit had broken belt clip slot, battery tube threads, reservoir tube lip and scratched display window.